Event description:
The customer reported being hospitalized with low blood glucose last year while wearing the insulin pump. Initially, the customer called to report that he could not let the minilink to work. Advised the caller to charge the transmitter up to eight hours. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.